Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a transcatheter aortic valve implantation (tavi). On an unknown date in 2023, a pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of arrhythmia and patient required pacemaker post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited available information, the root cause of the reported left could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.